Event description:
Additional information: it was reported that patient had a consult on (B)(6) 2012. The dye study per reporter was done in (B)(6). It was added that patient also had a spiral CT before his consult. On (B)(6) 2012 patient had heard a non-critical alarm confirmed by telemetry due to low reservoir volume; a change in the secondary drug was indicated and bridge bolus was performed. It was further added that patient also consulted for a pump catheter replacement; this was indicated to take place in the beginning of (B)(6). Patient was getting morphine 10 mg/ml, 2mg/day. The effect the patient experienced was sudden loss of pain relief and lack of effective therapy; patient also had dose increases.

Event description:
Additional information: it was later reported that in early to mid (B)(6) the implanted pain device malfunctioned. The patient experienced morphine withdrawal and back pain had returned. It was reported that these were the indications of the previous pump failure and had to have it replaced. Per the reporter the pump had been interrogated and should be working. It was further noted that the print out states all systems are ok. It was reported that the managing pain hcp recommended replacement and the patient was seeking a neurosurgeon for replacement.

Event description:
It was reported that patient experienced "withdrawal episode"; per reporter this had happened twice before. It was stated that patient had flu like symptoms that started (B)(6) 2012, early morning. Patient went to ER at 9:00 am on the same day. Currently at home patient was in intense pain due to withdrawal spasms. Drug delivered via the device was morphine. It was further stated that "it seemed that morphine crystallized at the catheter tip blocking drug delivery." Patient was scheduled to have a MRI and dye test the next day. It was later reported that it was believed that patient was going through withdrawal again because he was having the same symptoms as he had in the past, "metal taste and a certain smell, as well as diarrhea, return of spasmatic back pain." X-ray showed that the catheter was attached as it should, MRI didn't show a catheter tip issue, and a dye test showed the pump was fine. Healthcare provider (hcp) increased patient's morphine on (B)(6) 2012 around noon and patient got relief next morning. Patient was also being sent to his pcp (primary care physician) to check for the possibility of flu.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.

Event description:
Additional information: the patient did not have effective therapy. The patient had decreased pain control. Rotor study and dye study were done and 'ok'. The catheter was patent so the pump was the only thing replaced. Per another reporter the pump and catheter were replaced on (B)(6) 2012. There were no reports of injury and the patient recovered without sequela. It was previously reported in manufacturer's report # 3007566237-2012-00787. Initial report [withdrawal was reported. The patient was in the hospital over the weekend. Patient was discharged from the hospital (B)(6) 2012. There were no real reservoir volume discrepancies. A CT myelogram/dye study was done and the catheter appeared to be patent. Event logs of pump were normal. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.] Supplemental report [additional information further indicated that the hcp was planning to perform an indium study as the next step. A follow-up report will be sent if additional information becomes available.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.